Event description:
Additional information was received that the cause of high out-of-range shock lead impedance measurements was not determined and they could not replicate the issue. A lead integrity test via commanded shock was not done. Hence, the physician will continue to monitor the patient via remote monitoring system. No adverse patient effects were reported.

Manufacturer narrative:
---

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter-defibrillator (ICD) exhibited high, out of range shock impedance measurement that was detected via the patient's remote home monitoring system. Boston scientific technical services (ts) discussed non-sustained ventricular tachycardia (nsvt) episodes which appeared to be appropriately detected and no therapies were delivered. The device remains in service. No adverse patient effects were reported.